Manufacturer narrative:
(B) (4).

Event description:
If a car seat touched or pushed on the implantable neurostimulator in a certain way, the pt felt increased stimulation intensity throughout the system. The pt felt too much stimulation while riding in cars and turned the device off when driving. Additional info has been requested. A f/u report will be submitted if additional info becomes available.